Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was not functioning. A field service engineer noted keyboard was not functioning; reboot temporarily resolved the issue. Reseated cables, all appeared intact. Tested in hardware test application (hta), customer was able to log in, but the system experienced keyboard/system lockups consistently. Replaced hd cable suspecting weekend glitch. Customer later reported keyboard failure again. Logged in with permission, checked sleep settings (all off), attempted keyboard rescue pci, but installation ran excessively long. Consulted csc, stopped pyxis client interface (pci) install, and rebooted system to restore access. Backup keyboard provided for interim use. Previous service attempts included reseating cables and pci repair with no resolution. During this visit, replaced the keyboard itself. Customer will open a new case if issue persists. Tested in hta; results attached. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the keyboard was not working. For the second week in a row, nurses in the department were unable to log in. A ten-minute power down performed the previous week had temporarily restored functionality. The customer stated that the nurses were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.